Manufacturer narrative:
Health effect- clinical code 4581: significant reduction of ica. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5_12.6 implantable collamer lens of -7.0/1.5/090 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. This exchange resolved the problem. Cause of event was unknown.